Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the distal diagonal coronary artery. The patient presented with st-segment elevation myocardial infarction (stemi). The 2.75 x 33 xience alpine stent delivery system (sds) was advanced, but could not cross a previously implanted stent in the left anterior descending (lad), and during the attempt to cross the distal end of the stent got hung up with the proximal end of the implanted stent. When the xience alpine sds was re-positioned and was pulled back the xience alpine stent dislodged in the proximal lad. A balloon catheter was used to deploy the dislodged stent in healthy tissue after a series of inflations. A new sds was used to complete the procedure successfully. The patient had good results. No additional information was provided.